Event description:
During CPR with the autopulse on a pt (B)(6), the 2 batteries worked only 5 minutes each. The batteries were checked in (B)(4) 2012. Pt death.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The platform was inspected and tested by a trained zoll service rep and no system malfunction was found. The autopulse batteries (s/n (B)(4)) were sent back for eval. All the batteries passed testing. The archive data analysis showed multiple alarm_ID 44 (battery voltage too low during compression), alarm_ID 13 (battery fault detected), alarm_ID 2 (compression tracking error), and alarm_ID 17 (max motor on time exceeded during active operation). The batteries were not fully charged before inserted into the autopulse for deployment. This means that customer is not following proper battery management procedure of daily system checks and battery swaps. Our battery maintenance program recommends that users change batteries daily or after each use. Charged batteries left for any extended period either in the autopulse or as a spare may not have sufficient capacity resulting in unexpected cessation of operation during use and inadequate warning of low battery condition during use. The autopulse charger (s/n (B)(4)) was also sent back for eval. The charger passed all testing. For device 2: brand name - autopulse nimh batteries, device name - nimh batteries, serial # (B)(4). For device 3: brand name - autopulse nimh batteries, device name - nimh batteries, serial # (B)(4). For device 4: brand name - autopulse nimh batteries, device name - nimh batteries, serial # (B)(4). For device 5: brand name - autopulse nimh batteries, device name - nimh batteries, serial # (B)(4). For device 6: brand name - autopulse battery charger, device name - charger, serial # (B)(4).